Event description:
A distributor informed genesys spine that dr. (B)(6) discovered on x-ray a broken 6.5mm diameter tilock2 pedicle screw (originally implanted in 2020 or 2021, l4 to s1 fusion) when doing a planned implant of additional adjacent screws. Revision of the broken screw head and screw took place during the same day. The screw body was misplaced but the screw head was returned the week of (B)(6) 2024. No patient symptoms or complaints were noted that indicated a broken screw prior to the x-ray identification. Distributor indicated that the broken screw was only removed because of interference with the planned implants. Bony fusion had been achieved at l4-s1 prior to the screw fracture. According to genesys spine vp of field services, the screw chosen at implant may be undersized for the intended location and application, and ideally would have been either a 7.5mm or 8.5mm screw.